Manufacturer narrative:
Expiration date - november 2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - 12/09/18 ~ 12/10/18. (B)(4). Catheter tube is presumed to be remained in the patient. The actual device was returned to the manufacturing facility for evaluation. When closely observed the obtained sample, a part of the catheter was snapped off approximately 7mm away from the root. 25mm portion is suspected to be missing based from total catheter length of the product type. When closely checked the damaged portion under microscopic observation, the damage appeared to be squeezed while the damage surface was in both smooth and rough portion. Furthermore, inverted v-shape damage, in which the inner needle had created while being punctured through the catheter, was observed. Tensile stress to stretch the damage was also observed. A review of the device history record of the product code/lot# combination was conducted with no findings. There were no defective properties, catheter snap or scratch to degrade functionality of the catheter were detected. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a terumo surflo i.v. Catheter tube is presumed to be remained in the patient. A terumo surflo i.v. 18g catheter (sr-ot1832c) and 20g seldinger needle catheter introducer kit manufactured by medikit co., ltd were both penetrated into the patient's skin at slant positions, so that the two devices crossed each other. When both were secured, contrast agent was shortly supplied through the surflo i.v. 18g catheter. While attempting to remove the surflo i.v. 18g catheter, it was unable to do so due to resistance. Seldinger needle catheter was removed from the skin instead, since the surflo i.v. 18g catheter was unremoved. Second attempts were done on surflo i.v. 18g catheter and it was damaged approximately 3 cm long was found missing. The customer commented that it is unknown whether the missing tip fragment (approximately 3cm) is still in the patient or removed. There was no health hazard involved and the patient is currently being monitored. It is being presumed that the incident may be originally done by accidental contact between the surflo i.v. 18g catheter and the seldinger needle while both were penetrated and later crossed and causing direct contact. Prior surflo i.v. 18g catheter insertion, fluid pathway check in done while the catheter and needle are slightly moved back and forth.